Manufacturer narrative:
(B)(4). Film evaluation results are: pre-implant CT¿s were reviewed. Since the films were non-contrast measurements were approximate and assessment of vessel thrombus <(>&<)> patency could not be performed. The patient had a 50mm (l-r) x 5.6cm (a-p) max diameter infrarenal abdominal aortic aneurysm. The proximal neck diameter was 30mm, with areas of calcification seen on the posterior wall. The infrarenal neck was angulated 60 deg l-r; relative to the distal aorta. The distal aortic diameter measured 31mm and was calcified, and both iliac arteries were moderately calcified and tortuous. CT¿s from 5 weeks post-implant were reviewed. Since the films were non-contrast measurements were approximate, and assessment any endoleak, vessel and stent graft thrombus <(>&<)> patency could not be performed. The patient was noted to have been implanted with an endurant stent graft system. The bifurcate was positioned below the renals within the short neck; the stent graft proximal od measured 33mm an 1cm lower was 36mm. Near the base of the neck the stent graft appeared unopposed to the calcified posterior neck. Multiple endoanchors were seen implanted into the lateral and anterior wall of the bifurcate and proximal neck. The aortic body and infrarenal neck were angulated 40deg l-r; relative to the contra limb. The ipsi limb on the left side was extended within another limb into the left common iliac artery, and the contra limb was implanted into the right common iliac artery. The max diameter aaa measured 5.2cm (l-r) x 5.8cm (a-p). No stent graft kinks or compression was observed, and no obvious stent graft issues were seen. The exact cause of the proximal type I endoleak reported during implant could not be determined from the post-implant films provided. Films during implant were not available for review, and the reviewed post-implant non-contrast films did not allow assessment of any possible endoleak. It is possible that the calcified proximal neck may have contributed to the type ia endoleak.

Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of abdominal aortic aneurysm. The proximal aortic neck length measured 15 mm. The proximal aortic neck diameter just below the renal artery measured 28.25 mm. The aortic neck diameter measured 28.25 mm at 1 mm below the renal artery, 31.81mm at 10 mm below the renal artery and 33.96 at 15 mm below the renal artery. It was reported that during the index procedure, a proximal type I endoleak was observed. Six aptus endoanchors, an endurant aortic cuff, and an aortic cuff from another manufacturer were implanted. There was no endoleak present at the end of the procedure. The procedure was successfully completed. The cause of the endoleak was not known; however, it was thought that calcium present at the seal zone could have been a potential contributing factor.